Event description:
A user facility reported a 3m¿ ranger¿ blood/fluid warming high flow set leaked prior to patient use while priming with saline. Location of the leak was not identified. No injuries or medical interventions were required due to the alleged malfunction.

Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the sample. Leaks can occur due to over-pressurization above 300 mmhg, mishandling or misuse of set. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.